Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device does not charge. The device was in use on a patient at the time of the event, however no health consequences or impact reported.